Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving fentanyl via implantable pump. It was reported that the patient's personal therapy manager (ptm) was not working correctly. They met with their company representative (rep) today and the rep confirmed that they needed a replacement ptm. When the patient used the ptm by itself they got poor communication but they can successfully communicate with the pump when using an antenna. They also stated that when they got their pump refilled last week "they got twice as much medication as they were suppose to out of the pump". They said they were not getting the bolus like they were supposed to due to getting poor communication and that's why the healthcare provider (hcp) got"twice as much medication as they were suppose to out of the pump". The patient was relating all the issues and stated that this all started "over the last couple months." They confirmed that they've had no recent trauma or falls and confirmed the ptm had not been dropped, damaged or wet. Patient services sent an email to repair for ptm replacement.